Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation; uterus/migration of essure device; uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergoes an essure confirmation test.". The patient's past medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included amitriptyline, biotin, cyclobenzaprine, etonogestrel, hydrocodone, levothyroxine and omeprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2012, 9 years 5 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, vaginal discharge, depression and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: new pfs received- new events added: abdominal pain , she did not undergoes an essure confirmation test. Were added. Outcome of event abdominal pain from unknown to recovered/resolved was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation; uterus/migration of essure device; uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included amitriptyline, biotin, cyclobenzaprine, etonogestrel, hydrocodone, levothyroxine and omeprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, vaginal discharge, depression and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation; uterus/migration of essure device; uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included amitriptyline, biotin, cyclobenzaprine, hydrocodone, levothyroxine, omeprazole and nexplanon. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, vaginal discharge, depression and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: depression and mental anguish. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation; uterus/migration of essure device; uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, dyspareunia and vaginal discharge outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: total bilateral occlusion findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received:new reporters added. Patient demographic information and patient relevant history added. Essure removal date added. Lot number added. Events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, dyspareunia, migration of essure device; uterus event clubbed with uterine perforation,, vaginal discharge and lower abominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation; uterus/migration of essure device; uterus'), fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes an essure confirmation test". The patient's medical history included lack of libido, post-traumatic stress disorder, gerd, insomnia, herpes simplex, urethral discharge, chronic back pain, irritable bowel syndrome, depression, constipation, hypothyroidism and obesity. Findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax), amitriptyline, ascorbic acid, baclofen, biotin, cyclobenzaprine, etonogestrel, etonogestrel (nexplanon), furosemide, hydrocodone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), levothyroxine, omeprazole, promethazine, spironolactone, tramadol hydrochloride (tramadol hcl), valaciclovir hydrochloride (valtrex) and zolpidem tartrate (ambien). On (B)(6) 003, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 5 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abominal pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with ranitidine hydrochloride (zantac) and surgery (ablation and laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved, the fallopian tube perforation, menstrual disorder, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: results: total bilateral occlusion. Imaging procedure - on an unknown date: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information, medical history, concomitant drugs, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation; uterus/migration of essure device; uterus'), fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes an essure confirmation test". The patient's medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included amitriptyline, biotin, cyclobenzaprine, etonogestrel, hydrocodone, levothyroxine and omeprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 5 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abominal pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved, the fallopian tube perforation, menstrual disorder, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: results: total bilateral occlusion. Diagnostic results: findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Added event fallopian tube perforation. On 22-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation; uterus/migration of essure device; uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (ess205) (batch no. 12229612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes an essure confirmation test". The patient's medical history included lack of libido. Previously administered products included for birth control: ortho evra; for an unreported indication: wellbutrin and depo-provera. Concurrent conditions included ovarian cyst. Concomitant products included amitriptyline, biotin, cyclobenzaprine, etonogestrel, hydrocodone, levothyroxine and omeprazole. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 5 months after insertion of essure (ess205). On (B)(6)2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abominal pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy. Left salpingectomy.). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved, the menstrual disorder, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right 14 coils; left 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. In (B)(6) 2003: results: total bilateral occlusion. Diagnostic results: findings: there was noted to be an essure coil tip that was perforated and bent through the right proximal tube at the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy due to complications from the essure device.) And surgery (underwent total hysterectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.